Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. However, the report of low speed operation and pump stoppage events during power module support was confirmed through an analysis of the submitted system controller log file. Although the root cause could not be conclusively determined without a full evaluation of the device, the events captured in the log file appeared consistent to a driveline wire compromise. An additional log file submitted for analysis on 06/28/2016 after the patient was provided with a non-grounded patient cable for use with the power module showed no further atypical alarms captured. The recorded pump speed remained above the low speed limit throughout the duration of the new log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, approximately 1 year and 3 months post-implant, the patient observed the system controller alarming for low speed advisory. The patient decided to perform a self-test and the problem reportedly did not recur. The patient was asymptomatic. On (B)(6) 2016, the patient presented to the clinic and a review of log files confirmed the reported alarm. The lvad system was connected to the power module for testing of the driveline. The patient performed various unspecified movements in order to manipulate the driveline, however, no alarms were triggered. The power module and the power module patient cable were exchanged. On (B)(6) 2016, an ungrounded patient cable was requested for use with the power module due to low speed operations and pump stoppages when connected to the power module. No further information was provided.